Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, immediate load and immediate implant were performed and the patient presented bone type ii.